Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 79 mg/dl, but today it is 192 mg/dl. Customer stated that she takes coffee with a package of sugar. Customer had the alarm during priming. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that she was able to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.